Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 489 mg/dl. The customer's current blood glucose was 286 mg/dl and other relevant blood glucose values were 400 and 360 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated with insulin drip. The customer also reports the pump did not spill insulin or show any alarm. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer performed high pressure test and it did not pass. The customer was wearing the insulin pump during the hospitalization. The customer was discharged from hospital on (B)(6) 2018 with blood glucose value of 98 mg/dl. Based on customer report customer does not allege pump was under delivering. Advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08740 inches. No excessive no delivery alarms noted. No cosmetic damage including cracks on the casing was noted per visual inspection.